Event description:
Customer reportedly tested 240mg/dl on the compact plus system while exhibiting hypoglycemic symptoms. Paramedics were called and tested customer at 40mg/dl. Customer was given a glucose tube as treatment. Customer transported to the hospital and given juice. Requested return of suspect system and replacement was sent.